Event description:
It was reported to philips that the system software halted at startup, causing a boot failure on an allura xper fd10/10. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service restored the ghost image and reconfigured monitors. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).